Event description:
It was reported that when using the bd pyxis¿ anesthesia station es orbu was not synchronized after hard drive replaced. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es orbu was not synchronized after hard drive replaced. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not synchronized after hard drive replaced. A technical support specialist (tss) configured windows server update services (wsus). The tss run rss device configuration tool but unable to find within facility information to run/configure within maintenance schedule the tss and worked with field service engineer to reinstall the remote support service (rss) and complete windows server update services compliance for device. The tss resolved the issue with medication application not launching in carefusion application per knowledge article medapplication not launching automatically, station at blue screen. The remote support service update agent folder was missing required files and then rectified it. The tss verified that medication application launched automatically and issue was resolved. The system functioned as intended after technical support specialist and field service engineer troubleshot the issue.